Manufacturer narrative:
Concomitant medical products: product ID 8781, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021. Product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 30-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal clonidine 60 mcg/ml at 9 mcg/day and dilaudid 2 mg/ml at 0.3 mg/day via the implanted pump for non-malignant pain. It was reported the original implanting physician did not use an anchor to secure the catheter. Instead, he attempted to suture in the collet to utilize as an anchor, but it did not work. The catheter had migrated completely out of the intrathecal space. The patient was experiencing withdrawal symptoms which led to the revision. It was noted the patient did not experience any falls or any out of the ordinary events that would cause the catheter to migrate. It was noted with the doctor opened the spine pocket he could visually see the issue. The spinal segment and collet were explanted (customer discarded) and replaced with an 8782. It was noted the product was thrown away during the procedure. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown/would not be made available.